Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported being unable to successfully calibrate etco2. No patient involvement was reported.